Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. At the first output, the crack was generated on the probe. When the user touched the probe, the probe was broken off. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The fracture surface of the probe showed that crack developed. There were no scratches around the broken point. The fracture surface had a coarse part. The tissue pad was worn and foreign material attached to the tissue pad. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.